Manufacturer narrative:
The subject device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the liquid transfer pump of the oer-4 endoscope reprocessor was malfunctioning. It was noted that the rhinolaryngo videoscope was possibly improperly washed in the oer-4 reprocessor and then used on a patient; however, it could not be confirmed. There was no report of procedural delay relating to this event. The procedure was completed with the same device. There have been no reports of patient harm or infection due to the event. According to the customer, there were multiple scopes affected. Related patient identifiers: (B)(6)(rhino-laryngo videoscope, model: enf-v3, serial: (B)(6)) (B)(6) (rhino-laryngo videoscope: model: enf-vh, serial:(B)(6)) (B)(6) (rhino-laryngo videoscope: model: enf-vh, serial: (B)(6)) (B)(6)(rhino-laryngo videoscope: model: enf-vh, serial: (B)(6)) (B)(6) (rhino-laryngo videoscope: model: enf-vt2, serial: (B)(6)) (B)(6)(endoscope reprocessor :model oer-4, serial (B)(6))